Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that vns patient has a surface infection on the generator site and is being referred to neurosurgeon after a short course of antibiotics. Additional information was received that the infection was noticed at 2 weeks follow up following vns system implant. It was reported that mainly generator site was infected but neck was red; patient was pulling and scratching at it. Patient was given course oral antibiotics. It was reported that patient was reviewed by neurosurgeons and no active infection confirmed. Medial aspect of the wound has opened up slightly and will take a little bit of time to heal fully. Patient has been advised to continue with regular dressing changes.